Event description:
The user alleges that when injecting medication into a patient the syringe stopped at 1 cc. When they examined the syringe to see why it stopped, they noticed a piece of glass inside the syringe. The patient reportedly did not experience any ill effects due to this event.